Event description:
This case was reported by a consumer and described the occurrence of skin removed at application site in a (B)(6) male patient who received breathe right nasal strips (breathe right nasal strips tan) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips (topical). At an unknown time after starting breathe right nasal strips, the patient experienced skin removed at application site, application site mark described as a "crease," blood blister, subcutaneous hemorrhage and sleep disturbance. The patient lodged a product complaint of scent off, further described as the new strips have a strong, papery cardboard smell. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was continued. At the time of reporting, the events were resolved. Caller reported that he experienced the reported events with breathe right nasal strips tan in new packaging. Caller reported he has discontinued use of breathe right nasal strips tan in new packaging and continues to use breathe right nasal strips tan in previous packaging and stated all events have resolved. Caller reported crease on nose at application site. Caller reported blood blisters on corner of nose. Caller reported product complaint of scent off, further described as the new strips have a strong, papery cardboard smell. It is not known if the caller is using water to remove the product from his nose. No contact information was provided; therefore, this case is lost to follow-up.

Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4) in the united states. The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).